Event description:
Daughter is currently being aggressively treated for an "ulcerated cornea". Dose or amount: lens container. Frequency: daily. Route: intraocular. Dates of use: approx nine months in 2007. Diagnosis or reason for use: contact lens cleaner. Event abated after use stopped: no.